Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for follow up and the implantable cardiac monitor exhibited intermittent sensing. The device was reprogrammed and undersensing was still observed. The patient was seen at follow up on (B)(6) 2014 and sensing measurements were acceptable. The device remained implanted.